Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional of a clinical study regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that patient had charging issues and leg pain. Patient relates that they were not getting as much pain relief in their legs as they did with the stimulator trialing. Pain level in legs was 4 in the scale of 0 to 10. Physician exam relates the pain description and level and requested manufacturer representative to check and reprogram to reduce leg pain. No action was taken. The etiology was reported to be possibly related to device or therapy and implant procedure. Patient had usability issue that they had cognitive difficulties with recharging. It was stated the patient was not getting as much pain relief was due to programming. The most recent interrogation prior to event was on (B)(6) 2018. No further complications were reported as a result of this event. Additional information from the healthcare professional (hcp) on (B)(6) reported the patient had a loss of pain relief in their legs due to charging issues. It was noted the patient had the entire system reprogrammed on (B)(6) to help with the pain she was having in her legs. It was noted the patient was given 2 new programs and one of them resolved her pain level. It was noted the issue was resolved without "sequalae". It was noted the issue was unlikely related to the implant procedure. It was noted it was due to programming/stimulation. It was noted it was supposed that the patient received charging instructions at the reprogramming. There were no further complications that have been reported as a result of this event. Additional information was received from a healthcare professional (hcp). It was reported that the patient had spinal surgery to remove hardware and remove the spinal cord stimulation system, and that with the removal of the patient¿s stimulator, they would be exited from the study; the clinical diagnosis was a loss of pain efficacy. It was noted that the event was possibly related to the device or therapy, possibly related to the implant procedure, and not due to programming. The outcome of the event was noted to have been resolved without sequelae as of (B)(6) 2019. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No new information was reported (the patient's weight was reported).